Manufacturer narrative:
Correction: the initial MDR [6000034-2025-04096] submitted on november 10, 2025, was filed inadvertently. Magnet dislodgement was observed where there is no indication that the recipient is not receiving benefit from the device and no revision surgery was performed. The magnet was manually repositioned.

Event description:
Per the clinic, the patient experienced pain, swelling and magnet dislodgement following an MRI. Subsequently, the patient underwent a revision surgery to remove the magnet (date not reported).